Event description:
The facility reported a colleague infusion pump with the reported condition of display issues. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8:11:00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of display issues, was confirmed. The assignable cause was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.